Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). (B)(4). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the working length of the stent was bent. The distal tip of the stent was collapsed/deformed. The guide catheter was broken/separated from the pull wire and was not returned for evaluation. The push catheter was kinked proximal to the ramp window. A functional evaluation revealed that the guidewire became stuck behind the flap of the ramp and failed to exit the ramp window. There was no damage to the welded pull wire/cannula. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guidewire would not exit the exchange port of the rapid exchange biliary stent system as it was being backloaded onto the guidewire. The guidewire was advanced and withdrawn from the device several times in attempt to exit the exchange port, however the guide catheter detached from the device outside the patient. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guidewire would not exit the exchange port of the rapid exchange biliary stent system as it was being backloaded onto the guidewire. The guidewire was advanced and withdrawn from the device several times in attempt to exit the exchange port, however the guide catheter detached from the device outside the patient. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.